Event description:
Under-corrected both eyes with initial procedure then was only eligible for my left eye for an enhancement procedure which they now over corrected. So now I'm stuck with one eye that is farsighted and one that is nearsighted and lasikplus can care less about their botched surgeries. FDA safety report ID # (B)(4).